Event description:
The recipient is reportedly experiencing device extrusion.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has no sign of infection, and no medical intervention was required. The recipient's remains implanted. The surgeon gave clearance for device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.